Event description:
It was reported that patient received several therapies where the implantable cardioverter defibrillator (ICD) discriminator was undecided if the rhythm was appropriate for the therapy or not. The discriminator vector was changed to attain a better signal and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.